Event description:
It was reported that a user experienced suspected excessive insulin delivery after a supply change, with the caregiver noting accelerated cartridge use and subsequent low blood glucose; the account indicated the infusion set type was accidentally set to steel instead of teflon, and the user uses a g7 sensor. Symptoms included hypoglycemia with shakiness and a reported low in the 40s mg/dl. Outcomes included self-treatment with oral glucose and no medical intervention or hospitalization. Investigation included troubleshooting and education with a scheduled additional training session. Investigation of this case revealed no device alerts or alarms and no confirmed device malfunction; the contributing factor remained unclear despite user-reported set selection discrepancy. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.